Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the caregiver that the patient was "feeling unwell, very swollen, and having difficulty breathing" when using the honechoice cycler for therapy. It was reported that after manual drain, the patient felt better and had no difficulty breathing. The caregiver ended the therapy early. It was reported that the patient was taken to the clinic and presented with dyspnea, abdominal distension, and "hypertensive peak." It was reported that the patient was not hospitalized. There was no medical interventions reported. No additional information was available.